Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of seven of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak on the supply line of the homechoice cassette that led to this alarm (a bit wet on table). Renal therapy services (rts) guided the hp to restart the hc and remove the cassette. Rts advised the hp to perform a manual therapy and call their registered nurse (rn) or clinic regarding this issue. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from a supply line of the homechoice cassette was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.